Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple occlusion alarms occurred. Reportedly, the occlusion alarms began occurring after the customer dropped the pump. The customer's blood glucose (bg) levels ranged between 287-392mg/dl. A correction bolus via the pump was delivered and a manual injection was administered to address the bg level. The customer declined troubleshooting with tandem technical support (cts) to determine a possible cause of the occlusions and declined a follow-up call to ensure the customer's bg levels returned to target range. Reported, the customer continued using the pump for insulin therapy.